Event description:
It was reported that the device was explanted, after an implant duration of 38 months, due to unk reasons. It was additionally reported that a second device, model # 4450, was explanted. Refer to MFR # 6000002-2008-08296. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.